Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the left common carotid artery (lcca) using a benchmark bmx96 access system (benchmark max) and a guidewire. It was noted that the patient¿s anatomy was tortuous. During the procedure, while inserting a benchmark max into the patient, the physician experienced resistance and, subsequently, kinked and cracked the benchmark max at the proximal end. Therefore, the benchmark max was removed. The procedure was completed using a new benchmark max. There was no report of an adverse effect to the patient.